Manufacturer narrative:
(B)(4). Evaluation statement: could not duplicate customer's complaint of the electrodes arc occasionally. Unit was evaluated, many attempts of testing and diagnostics were made, no problem was found, unit passed all diagnostics and testing. But unit failed the switches, blue and yellow buttons test. To correct the problem; replaced the footswitch socket to loom #1. Minor scratches on unit fascia; no repairs needed. Multiple scratches on unit top plate and base plate; replaced top plate and base plate. Performed service bulletins (B)(4) and (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the rep that the electrodes arc occasionally. It was during an unknown procedure. It is unknown how the procedure was completed and there were no patient consequences reported. The sales rep reported that the electrodes were arcing inside the body.